Event description:
It was reported that during a de novo, heavily calcified, 75% stenosed, left internal carotid artery stenting procedure, as the acculink stent was deployed it jumped and only covered part of the lesion. Another, bail out acculink stent was deployed to cover the remaining uncovered part of the lesion. During the procedure, the patient experienced hypertension. Medication, labetolol, was administered and the hypertension resolved. Also during the procedure, the patient experienced bradycardia and hypotension. Medications, atropine, levophed, and regitine, were administered and the bradycardia resolved. Reportedly, the hypotension continued post procedure, but resolved on the same day. There was no adverse patient effect and no clinically significant delay in the procedure reported. The patient was discharged home the next day. There was no additional information provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.